Manufacturer narrative:
The cervical I/f 5 degree standard cage (product code: 1733-01-105, lot number: unknown) was not returned as it was discarded after the revision procedure. Without the cage, we are unable to confirm the reported issue or identify the root cause. No systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision c6/7 acdf. Following the primary procedure a c6/7 acdf on (B)(6) 2016, the inferior screw 189707014 backed out of the uniplate 189721013 and the cage 173301105 had subsided into the inferior endplate. Surgeon revised this patient on (B)(6) 2017, removing the uniplate, screws and cage and putting in iliac crest autograft and a skyline plate with screws. The procedure was successful and the patient was well post operation. No further information is available.